Event description:
The customer reported an oil mist coming from their unit. The customer reported one employee with complaint of burning eyes. The employee did not seek medical attention or require treatment for the symptom. The asp field service engineer to the facility and repaired the unit.